Manufacturer narrative:
Poly swap, unknown reason. Due to the original star ankle construct lot numbers remaining unknown, simulated use testing cannot be conducted utilizing similar parts to simulate the event. Additionally, the construct was implanted for approximately 10 years, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. There were no similar complaints identified for star total construct removals. Ohr review was not conducted due to the complaint part not being returned and the lot numbers remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available. The star construct was not returned, so visual and dimensional inspection did not occur. Simulated use testing did not occur as the poly was implanted for an approximately 10 years and the part and lot numbers remaining unknown. The reason for removal remains unknown. The reporter stated the star total ankle components were removed "because there were in the patient for 1 o years so dr. Bloome did a revision". Based on the limited information, and the parts not being returned, the root cause shall remain as unknown. The following information remains unknown: - patient height, weight, bone quality, activity level, noncompliance, and co-morbidities. - inventory type. - lot numbers. - nventory status. Information not provided is not available to the reporter. Thus, good faith effort was achieved. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It was determined that 736 tibial polymer components (pn:400-14x) were sold during (B)(6) 2022 and (B)(6) 2023. With 1 reported events of total construct removal, the occurrence rate is 0.136%. Thus, an occurrence level of 5 (frequenl/high) is conservative and appropriate. Per rf-str-0001 revision 2 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. As the reason for removal and root cause remain unknown, no further action will be taken at this time. The field shall continue to be monitored through the complaint intake system. Though the root cause is unknown, it is not expected to be attributed to the supplier.

Event description:
Revision surgery - poly swap, unknown reason.